Event description:
Additional information was received wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of communication issues with the ipg was not confirmed or duplicated during electrical analysis. The root cause of the field observation was not ascertained. A review of the ipg logs did not identify any anomalies that would confirm the observation. The clinician programmer logs returned from the field showed some of the receiver signal strength indication (rssi) values were weaker than normal which can contribute to the difficulty to communicate between the ipg and the programmer or controller. Rssi is a measurement of signal strength.

Event description:
It was reported that the patient's ipg is unable to communicate with external devices. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.